Manufacturer narrative:
The reported event of missing set screw was confirmed. The device was above elective replacement indicator (eri). Atrial set screw was returned with device, and it was able to properly tighten and showed no anomaly. The ventricle setscrew was not returned with device, a punch hole was noted in the ventricular septum indicating that wrench was inserted at a wrong angle, v setscrew got stuck to the wrench and was removed during implant procedure. DHR review was analyzed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests after installing new setscrew to ventricular channel. No device anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker was too loose. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.